Manufacturer narrative:
Device #2, device#3, and device #4, lot's# 69112-6h are being filed under separate medwatch numbers. The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. A second, third and fourth device were used with the same results. A prostar device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.